Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two 3186 model leads from the same lot number. It was reported the patient complained her scs system was no longer relieving her pain. A sjm representative met with the patient and was unable to resolve the issue as the patient's scs lead exhibited high impedances. Follow up identified the underwent surgical intervention and one of her scs leads was found to be fractured. The lead was explanted and replaced. Effective stimulation therapy coverage was reportedly restored postoperatively.